Event description:
It was reported that on (B)(6) 2011, the procedure was to treat an 80-85 % stenosed lesion in the distal circumflex. Pre-dilatation was performed and the 2.5 x 12 mm promus stent was implanted with 0% stensosis. On (B)(6) 2013, the patient died at a skilled nursing facility due to congestive heart failure. It was noted that the patient was off of the anti-platelet therapy since (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there were no reported product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.